Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effect. The reported patient effect of stroke (cerebrovascular accident), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the cerebral stroke. It was reported that on (B)(6) 2017, five clips were implanted in a patient with mitral regurgitation (mr). Sometime after the clips were implanted, the patient experienced a cerebral stroke. Treatment was prolonged. There was no additional information provided.